Event description:
It was reported that the patient is having concerns with his inflatable penile prosthesis as he is unable to achieve climax during intercourse and feels numbness in the tip of his penis. Boston scientific patient services specialist told him that this could be due to early healing stages and it may subside, but encouraged him to consult with his doctor or a sex therapist for counseling on climax.